Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the customer reported complaint left hand control not working, nor could it be confirmed as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Tests performed via matlab and passed. Fa found no issue with the returned mtm when installed onto in-house system. However, as a precaution, the opto-button assemblies will be replaced. The probable root cause of the alleged left hand control" didn't work with one of the surgeon side consoles (ssc)s cannot be established nor determined, as the returned mtm unit passed required tests and performed as intended during in-house testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "left hand control" didn't work with one of the surgeon side consoles (ssc)s. The intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support to report the issue. The technical support engineer (tse) didn't find any errors in the logs. The csr stated that the surgeon didn't change any configuration and no message was being displayed. The csr also confirmed that the procedure was continued with one console. The tse advised the csr to power cycle but according to the csr, power cycling wasn't possible at the time of the call. The procedure was converted to another dv with no reported injury.